Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 11/22/2024. An investigation was conducted on 12/10/2024. A visual inspection was conducted. The device showed signs of clinical use and evidence of blood. The clear silicone insulation of the hot jaw was observed to be intact with no visual defects. The silicone on the cold jaw was observed to be peeled at the tip exposing the metal underneath. The heater wire was observed to be slightly lifted due to clinical use. No detachment. The jaw itself appears intact and in regular shape. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent jaw" was not confirmed, but the analyzed failure "peeled; jaw" was confirmed. The lot #3000427463 record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported and analyzed failures. Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone jaw was bent at the tip of the non-heater wire side of the jaw. Removed device and opened a new kit to complete the procedure. There was no delay. No components have been detached into the tunnel. There was no patient harm.